Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the monitor lacked a driven ground signal. The cause of the constant gong alarms is the lack of driven ground signal. The cause of the lack of driven ground signal is contamination on the j502 connector on the computer / analog board (ca). The contamination interrupted several power supply voltages. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contamination.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.